Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 3/5/97 at 1:00 pm. On 3/7/97 at 9:00 am, the iab leaked. There were no complications rpt'd from the event. The pt expired with iab in place. Event complications: none from the event - rpt'd 4/17/97, 5/8/97. Pt current status: expired - rpt'd 4/17/97.